Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank.customer cannot recall blood glucose reading. Customer tried new battery but the insulin pump did not turn on. The note reads no further detail given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with corroded battery tube and minor scratched lcd window.